Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Images are from post implant to prevision were assessed and attached in addi and complaint. Images will not be submitted as the medical records previously assessed provide sufficient information of event. Review of the available records identified the following: no bone union/fusion, removed (not calling out for union of bone can takeup to 6 months). Removal of all vpc-max screws due to instability, secondary dorsal tilt of caput with pain and limitation of extension, multiple (4x) revisions (first: removal of the 2 vpc-screws); after last revision good course with completion of treatment, resolved. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, b7, d2, e1, e2, e3, g3, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an initial right hallux screw fixation approximately 2 years ago. The patient had their first revision about 3 months later due to instability, pain, dislocation, and limited rom. The zimmer biomet screws were explanted and competitor component implanted. No further information provided.

Manufacturer narrative:
(B)(4). A2: 1999 g2: (B)(6). D10 - medical product: catalog #: 233230020, vpc screw 3.4x20mm, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported in a study that an adverse event of instability occurred. Secondary dorsal tilt of caput with pain and limitation of extension. The patient's revision procedure was approximately 2 years ago with removal of the 2 vpc screws. It is unknown what the patient had reimplanted. Patient has had 3 additional unknown revision procedures; after last revision (approximately 1 year ago) good course with completion of treatment.